Event description:
After the first deltamaxx coil (which was too large and couldn't be applied), there was friction in the microcatheter (excelsior sl-10, boston/stryker) and the second coil couldn't be advanced all the way up to the aneurysm. Coil stretched when withdrawn. However, the third deltamaxx coil could be placed in the aneurysm easily. The microcatheter had not been exchanged in between. No patient harm reported. The patient was reported to have tested (B)(6).

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
There was friction during advancement of the 4x15 deltamaxx sr platinum 18sys coil through the excelsior sl-10 (boston/stryker) and it couldn't be advanced all the way up to the target aneurysm. The coil then stretched when withdrawn. After the event another deltamaxx could be easily placed in the aneurysm without exchanging the microcatheter. There was no patient harm. The device was returned in bubble wrap heat sealed around the device. Generally heat sealing polyethylene requires a temperature between 248/266 degrees f, the maximum degree call out for this device is no higher than 110 degrees f. It was observed through the packaging that the distal tip of the dpu was embedded in the heat sealed bubble wrap without the coil attached. The packaging was extensively searched, but the coil could not be found. Functional testing for insertion of the returned device could not be performed due to the received condition; the coil was not returned. The returned sl-10 microcatheter was flushed with no obstructions or coil found. An 0.016" guide wire was advanced through the sl-10 microcatheter and no obstruction or coil was found. The packaging was extensively searched without success. The returned microcatheter was successfully flushed and a 0.016" guide wire and a lab sample deltamaxx complete with coil was advanced though with no obstructions or coil found. The returned sl-10 microcatheter that was used in the procedure was inspected and passed functional testing. Therefore, it is highly unlikely that this microcatheter contributed to the complaint event. Based on the returned condition of the device and without the coil used in the procedure, the root cause of the friction inside the microcatheter and the reported stretching cannot be determined. Based on the reported sequence, it appears that the friction likely contributed to the reported stretching of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.